Event description:
Use of biojector b2000 device for fuzeon subcutaneous administration caused excessive site bleeding. Pt reports similar adverse event with other injection devices including small gauge insulin syringes. Advised pt to apply constant firm pressure/compression at site after injection with gauze/tissue and do not rub area. Also advised to contact md, if continued bleeding events, to check for blood/liver function tests.